Event description:
The device was used during a spleenectomy procedure. Reportedly, the bag detached prematurely. The surgeon was able to remove the spleen and complete the procedure without any pt injury.